Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gast rointestinal/ pelvic floor. It was reported that the patient reported they had surgery recently and reported they have been having a complication of the ins "flipping or turning". The patient stated they called the surgeon to have the ins stitched down, but stated the surgeon is stating that it is too soon to do that following surgery. The patient reported it is uncomfortable. The patient provided event date as (B)(6). The patient stated they want a healthcare provider (hcp) to stitch the ins down, but stated hcp is saying that it is too soon. The patient stated "that's not what they did the last time". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.